Event description:
It was reported from the patient reporting that her vns was disabled in 2006 because it made her manic (housed in MFR report # 1644487-2019-00937). She then stated she had an MRI shortly after and she felt as though her vocal cords were damaged. The patient then noted that she had spoken to her physician regarding the damaged vocal cords and they were now fixed. No further information was given. Attempts for additional information were made to clarify the patient¿s allegations of vocal cord / tissue damage, however no further information has been received.